Event description:
A malfunction alarm identified as "malf 9" occurred. There was no impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, resolving the issue without recurrence. Customer was instructed to monitor the pump and contact technical support if the malfunction code appears again.